Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed 26 applications were performed with a balloon catheter on date of event with no issue. Visual inspection of the sheath showed a shaft kink 2.33 inches from tip. Functional testing of the sheath showed that the deflection worked as per specification. No teflon delamination was noticed at the tip of the shaft. The shaft tip was atraumatic with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. The sheath failed the performance test due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, it was observed that there was a small damage under the tip of the sheath, and the shaft was drifted. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.